Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that the defect was caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip (integrated circuit chip) and capacitor, mounted on the electric circuit board had a defect. The instruction manual operation manual describes the following warning: ¿chapter 3 "preparation and inspection" section 3.6 "inspection of the endoscopic system¿ "confirm that the 3d endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 10 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 10 confirm that the 3d endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 11 turn the angulation control levers slowly in each direction until it stops. 12 confirm that the 3d endoscopic image does not momentarily disappear or display any other irregularities during wli and nbi observation." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The following issues were found during the device evaluation: the no image issue could not be confirmed. Additionally, the bending section cover had a scratch. The adhesive on the bending section cover had a chip. The lock engagement lever had a stain. The light guide cover glass had a scratch. The video cable (slave side) had a scratch. The video connector case had a crack. The video connector was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope experienced a no image issue event. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.